Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
During an internal investigation, elekta identified that the mandatory gearbox replacements are not carried out as part of the planned maintenance.

Manufacturer narrative:
H11 updated. During an internal investigation, elekta identified a disparity between the number of parts consumed and work orders (more work orders than parts consumed) as part of planned maintenance not reconciling with the installed bases due for part replacement. There is a requirement in the planned maintenance (pm) manual to periodically replace the gantry base gearbox after 84 months / 7 years' service. Elekta discovered that some customers were refusing replacement of parts and that some replacements had not been carried out by elekta service engineers. Elekta are reviewing its process regarding planned maintenance of gantry base gearboxes. This internal investigation assessed the risk of not replacing the gearbox after 7 years' service. If the patient is on the patient support system when the gantry base gearbox fails it may lead to the gantry rotating uncontrollably under gravity and possibly some parts such as linear actuator (not set and secured yet) coming into contact with the patient causing injury. If the instruction in the planned maintenance information manual is followed, then the risk of failure and risk of injury is reduced. The risk of injury to the clinical user and service user as a result of the issue is no more than that of patient injury. Elekta performed a risk assessment and assessed the severity of injury to be "serious" and probability to be "incredible". The risk assessment concluded that the risk is considered low. There were no injuries reported from the field. Elekta have not received any issues related to the non-replacement of gearboxes as part of planned maintenance.